Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 472 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer stated that he has recently been diagnosed with diabetes and was unsure of the normal range but has done research and feels that it should be between 80-120 mg/dl. Customer was advised to speak with his doctor to obtain his normal blood range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/22/2018 and open vial date is (B)(6) 2017. The customer stated that he has made changes in his diet and medication but not in his exercise regimen. The customer is testing three times a day (fasting) and is taking medication to control his diabetes (metformin). The meter memory was reviewed for previous test result history (date/time not set): the 467mg/dl (B)(6) 2017 07:00 pm fasting:yes, the 390 mg/dl (B)(6) 2017 06:56 pm fasting:yes, the 382 mg/dl (B)(6) 2017 05:09 pm fasting:yes, the 472mg/dl (B)(6) 2017 04:42 pm fasting:yes, the 406 mg/dl (B)(6) 2017 03:55 pm fasting:yes. Memory concerns:the customer is concerned with all of these results: 467 mg/dl on (B)(6) 2017 @ 7:00 pm, 390 mg/dl on (B)(6) 2017 @ 6:56 pm, 382 mg/dl on (B)(6) 2017 @ 5:09 pm, 472 mg/dl on (B)(6) 2017 @ 4:42 pm, and 406 mg/dl on (B)(6) 2017 @ 3:55 pm. The customer stated that he has recently been diagnosed with diabetes and unsure of the normal range but has done research on (B)(6) and feels that it should be between 80-120 mg/dl. Advised the customer to speak with his doctor to obtain his normal blood range that it best for him. The customer stated that he has made changes in his diet and medication but not in his exercise regimen. The customer is testing three times a day (fasting) and is taking medication to control his diabetes (metformin). The customer is storing the meter and test strips in the kitchen; informed the customer of the proper storage that is recommended by the manufacturer. The customer stated that the date and time have not been setup (wrong date/time).